Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans; UDI: (B)(4), serial: (B)(4); batch: a000044823 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's device could not enter MRI mode. Lead diagnostics indicated high impedances. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
Correction: section d6b: date of explant should have been on (B)(6) 2023 in the previous report instead on (B)(6) 2023.